Event description:
According to the e-mail from the mhra dated (B)(6) 2023: the patient underwent a posterior spinal fusion on (B)(6) 2023. The procedure involved inserting pedicle screws into the vertebral bodies to which a rod is attached to provide stability across part of the spine, on this case it was an unstable l1/l2 fracture. The pedicle screw has a tower section at the top of it that protrudes out of the skin and allows the rod to be positioned properly during minimally invasive procedures. The tower section snaps off once the rod is positioned and it can be snapped off at 2 different levels or heights for optimal rod positioning. On this instance, the tower on one of the pedicle screws was snapped off at a different height to the others and part of it was left attached to the implant.